Event description:
During an embolization treatment procedure, the zipwire ss glidewire seemed to lose it's hydrophillic coating. This zipwire was removed and replaced with another zipwire to successfully complete the procedure. No pt injuries or complications were reported.